Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of august 3, 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during hysterectomy, anterior and posterior repair, urethrocele repair, and vaginal sling placement on (B)(6) 2012, for treatment of uterine fibroid and incontinence. Reportedly, the patient tolerated the procedure well and was sent to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.